Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. During pulse testing, the monitor reset after delivering a pulse. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement (B)(4) was approved by FDA on (B)(6) 2015. No adverse event resulted from the defective monitor.

Event description:
While investigating monitor (B)(4) for an unrelated issue, a reportable problem was discovered. The monitor reset after delivering a pulse during a pulse test.